Event description:
On (B)(6) 2010, pt reported receiving elevated blood glucose readings since (B)(6) 2010. Pt stated he noticed he had insulin in the chamber of his infusion device. Pt reported it was not a large amount of insulin. Pt stated he thinks he cracked the insulin cartridge when tightening the infusion tubing when he changed the cartridge on (B)(6) 2010. Pt reported when he tightened the infusion tubing he heard a loud pop and that is when he noticed the elevated readings and today he noticed the insulin. Advised to clean the chamber with a cotton swab and dry cloth. Pt stated he self treated with an injection of insulin. Pt reported he will change the insulin cartridge. Advised not to over tighten the infusion tubing. Advised on proper infusion adapter changes. On follow up call on (B)(6) 2010, pt reported his blood glucose level came back down to normal after changing the insulin cartridge. Pt's normal blood glucose range is 7-9 mmol/l (126-162 mg/dl). Pt stated he no longer has the insulin cartridge to return. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.